Event description:
It was reported by the rep that the 355ol trocar was used during a laparascopic cholescystectomy procedure. It was reported that the 5mm valve of the 355ol trocar was torn. Exact cause of the tear is unknown. It was believed to be caused by the hook blade on the hdho5 harmonic scalpel blade as it was removed and reintroduced into the trocar. There was no consequence to the patient.